Event description:
Customer states that the tubes are overfilling. Customer cannot advise whether the overfilled samples were tested.

Manufacturer narrative:
Complaint 19-92 retrospective filing received 454021: 1rk + 12pcs b19013f6, 1rk + 49pcs b19023bp, and 1rk + 103 pcs b19033au for evaluation. Received customer pictures. Samples were tested, according to gbo standard testing procedures, with regards to level mark, filling level and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. No overfills could be observed on the samples. A review of customer submitted pictures shows no overfilling of the customer samples. The alleged malfunction could not be confirmed.